Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during anterior cervical discectomy and fusion (acdf) procedure, the spring tip screwdriver snapped off inside screw while inserting screw into skyline plate. The snapped off tip was retrieved from the patient. Alternative driver was used to complete the procedure. The procedure was successfully completed without any surgical delay. No patient consequences reported. Concomitant device reported: screws(part# unknown, lot# unknown, quantity unknown ); skyline plate(part# unknown, lot# unknown, quantity unknown ). This report is for one (1) skyline spring clip driver. This is report 1 of 1 for (B)(4).